Event description:
Additional information: the pump was interrogated at the implant procedure and indicated that it was in shelf state. During programming at that time, it was noted that a motor stall had occurred with a motor stall recovery. The reporter did not recall if there was a pending alarm. The pump had just been received, so the reporter was not sure what occurred on (B)(6) 2015.

Event description:
The hcp (healthcare professional) was refilling the pump on the date of this report and read the logs. The hcp noted that a motor stall and motor stall recovery occurred prior to the patient¿s implant date. The motor stall occurred on (B)(6)2015 at 07:56 and recovered the same day at 19:31. No other stalls and/or recoveries were noted. The patient had no adverse symptoms and was doing fine. No alarms were reported. The device system was delivering water.

Manufacturer narrative:
Product ID: 8840, product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: the ¿date received by manufacturer¿ should have been (B)(6) 2015 on the initial MDR.